Event description:
It was reported that the capture was not realized at 7.5 mv. Lead impedance was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.